Manufacturer narrative:
The events of infection (early onset), seroma, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "eschar skin flap"; "infected seroma".

Event description:
Healthcare professional reported "eschar skin flap" and "infected seroma" on the right side. Device explanted.